Event description:
It was reported that an order for an MRI regarding the patient¿s knee indicated that the implantable neurostimulator (ins) system was ¿no longer working.¿ it was noted the patient had not been seen by their healthcare provider¿s office since the MRI was ordered. The patient had not contacted the office or local manufacturer¿s representative (rep) for follow-up. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).